Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.0 mm x 20 mm x 143 cm coyote nc balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.